Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected battery power loss alarm. Customer's blood glucose level was 350 mg/dl. Customer stated that they did not receive the low battery alert prior to replace battery alert. The customer states the battery was previously used. The customer also reported that battery cap not loose damaged or corroded. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Pump was monitored and tested with no low battery alert, unexpected battery power loss and pump error noted. Power error detected found in history file due to j6 connector resistance issue.